Event description:
Laparoscopic cholecystectomy - "mr. (B)(6) inserted clip applier through applied medical's 10mm port in order to ligature the vessel. Surgeon compressed handle to load clip and a clip did load but when he proceeded to use the clip on the vessel, the clip applier malfunctioned and the clip did not close as usual. Surgeon removed the clip applier and requested a second applied medical 10mm clip applier."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion inf investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.